Event description:
Description of event: gastric stimulator removed by the surgeon as the source of the patient's infection. Device in for 3 mo. In process of returning to the manufacturer for evaluation. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".